Event description:
It was reported the pt developed a pericardial effusion during an af procedure. Two transseptals were completed with sjm sheaths. With the ablation catheter and spiral optima catheter in the left atrium, the pt's pressure fell following transseptal puncture. No ablation was performed on the pt. The physician believes the laa was punctured. It is unk if intervention was required to stop the bleeding. No indication was given as to which device caused the puncture. The following devices were used during the procedure, sjm introducer sheath (406840, lot 2748226), ibi optima catheter (81687, lot k12107), ibi cool path catheter (83503, lot k07903), sjm sl1 sheath (407453, lot 2765528), sjm cs catheter (401864, lot 2768587), and a sjm quad (401450, lot 2771777).

Manufacturer narrative:
We are awaiting return of the device. A f/u report will be submitted once the investigation has been completed.